Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Ten sealed representative samples with the appropriate packaging were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the suture thread broke. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open retromuscular mesh procedure, on the first and second strand, the thread broke at the middle. It was noted the surgeon did not pull very hard. In order to fix the issue, a new suture was used to complete the procedure. There was no patient injury.